Event description:
On (B)(6) 2011, patient and his wife called to report he is in the hospital for a diabetic coma. Patient stated on (B)(6) 2011, he had a blood glucose reading of 585 mg/dl when his wife came home. Wife stated she gave patient a bolus of 10.0 units of insulin via his infusion device. Wife reported she tested patient again but does not recall the reading. Wife stated the reading was still elevated so she gave him 4.0 units of regular fast acting insulin as an injection, tested him with a reading of 211 mg/dl and then he ate dinner. Wife reported patient did not bolus after eating dinner and went to bed a couple of hours later. Wife stated the patient woke her up with a funny breathing sound at 2 am so she tried to wake him but couldn't. Wife reported she tested him and got a reading of 'lo' on his meter. Wife stated she called the paramedics who tested the patient on their meter with a reading of 'lo'. Wife reported they injected him with d5w to bring his readings up. Wife stated they got his readings up to 90 mg/dl and were having a hard time bringing him out of the coma so they took him to the hospital where he was admitted and given something to bring his blood glucose up. Patient's normal blood glucose is around 170 mg/dl with a range around 160 mg/dl. Patient does not have battery in the infusion device; will call back to continue troubleshooting. On call back (B)(6) 2011, patient and his wife reported the time and date on the infusion device were not set because they had removed the batteries while he was in the hospital. Patient does not recall anything until (B)(6) 2011. Patient was released on (B)(6) 2011. Wife reported the doctor told him it may be related to a glitch in his infusion device. Product was replaced and requested return of the alleged product for evaluation.